Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number of the subject device was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards was notified that a patient with a 21mm bioprosthetic aortic valve underwent transcatheter aortic valve replacement. No other details were provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification that this patient underwent a valve-in-valve procedure due to prosthesis degeneration leading to stenosis and regurgitation after 13 years and 10 months of implantation. An edwards transcatheter valve was successfully implanted. Patient is doing well.